Event description:
A coronary stent with delivery system was successfully advanced to an unknown target lesion site in the pt's body. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured prior to reaching 6 atmospheres of pressure. Upon subsequent withdrawal of the sds, a dissection was observed on angiography. In response, ptca and a second stent were used to successfully repair the area of dissection. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The results of the product evaluation found that an axial fracture was observed in the mid-body of the delivery balloon. Upon an attempt to inflate the balloon catheter, a leak was noted in the mid-body of the delivery balloon at 1 atmosphere. However, co's evaluation was unable to determine an assignable cause for the condition observed. In response, a mfg investigation has been initiatet. Should the results of this investigation reveal anything which could account for the condition observed in the returned device, a follow-up 3500a report will be submitted to include corrective action. A copy of the user facility medwatch report is attached to this follow-up for FDA review. The user facility medwatch was rec'd at cordis after filing the initial medwatch report.